Event description:
The spouse of a patient reports that she had disconnected her husband's electrode belt from the monitor to perform a data download. When she attempted to reconnect the electrode belt she could not get it to screw in properly. When asked to examine the pins she reported that several looked bent. The damaged electrode belt was exchanged.